Manufacturer narrative:
Continuation of d10: product ID 97745, lot# /serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their controller won't charge. Pt explained that they have been having trouble charging their controller. Pt stated their controller will charge for a little bit but then stop charging. Pt said they have to work with it to get it to charge again and it continues to become unresponsive while connected to ac power cord. Pt stated that this morning they attempted to charge the controller and it wouldn't power on at all. Pt stated they finally got it to power on and it would only charge to 10% and then stopped. The pt was walked through removing the battery pack and plugging controller into the ac power cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed controller powers on. Pt confirmed the green light was flashing on the controller. Everything seemed to be working at the time of call but pt/pt's spouse said that this is what happened previously when they reset the controller, it worked for a bit and then stopped working again. Pt mentioned they did troubleshooting with a manufacturer representative (rep), this morning and the rep recommended the controller be replaced. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6): product type: programmer, patient. H3: analysis of the 97745 programmer (ptm) (s/n (B)(6). Revealed broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.